Manufacturer narrative:
The sample performed according to specification. The labeled rbp for this device is 2.0 atm. The sample catheter did not burst until 3.5 atm and it was a longitudinal burst. As stated in the report, this device was being used in a heavily calcified aortic valve which is an off label use. This catheter is only approved for pulmonary valvuloplasty. It is also stated that they do not know what the atm was when the device burst. Circumferential bursts are typically seen with over pressurization.

Event description:
During inflation of a heavily calcified and stenosed aortic valve, the balloon ruptured after 3 seconds of inflation. An inflation device was used, however the atm at burst is unknown. A second tyshak ii was used to complete the procedure, it also burst; the second burst is noted in pir099 (MDR number 1318694-2013-00012).